Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the customer's device and verified the reported issue. During an internal inspection it was observed that the device¿s transfer relay assembly cable was not properly connected to pcb-mounted jack connector, designator j21, on the therapy pcb assembly. This resulted in device not recognizing when a therapy cable was connected. The third party service agent then reseated the transfer relay assembly cable to j21 which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control that their customer's device would not detect the therapy cable, during initial evaluation of the device. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.